Manufacturer narrative:
The insulin pump was received with a minor scratched display window, cracked battery tube threads, a cracked reservoir tube lip, and a broken off end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a broken case on the insulin pump.